Event description:
It was reported during a planned pump replacement for normal battery depletion, the health care provider (hcp) used fluoro to check ¿placement and where exited the spine¿. The hcp was able to identify the catheter in the intrathecal space but not where it exited the spine. Upon opening the spinal incision, the catheter was found to be disconnected from the pump segment. It was reported the catheter was disconnected at the catheter tip and the connector pin. The hcp decided to remove the catheter. It was reported there was a piece of spinal segment left in the intrathecal space. The entire device system was replaced and the removed catheter and pump were discarded. It was reported the patient had experienced less than fifty percent therapy relief and reported chronic pain even with the pump. The device system was used to deliver dilaudid.

Manufacturer narrative:
Final analysis of the pump revealed no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013. Product type: catheter: product ID 8711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013. Product type: catheter: product ID 8590-1, lot# n060034, implanted: (B)(6) 2006. Product type: accessory: product ID 8591-38, lot# a89145, implanted: (B)(6) 2006. Product type: accessory. (B)(4).